Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using ruby coils. During the procedure, while advancing a ruby coil into a lantern delivery microcatheter (lantern), the ruby coil pusher assembly became bent approximately 70 degrees; therefore, it was removed. The procedure was completed using the same lantern, additional ruby coils and a pod packing coil (podj). There was no report of an adverse effect to the patient.